Event description:
It was reported that suture placement was successful using the proglide device in the common femoral artery using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. When attempting suture placement using the second proglide device a cuff miss occurred. The device was re-wired and removed. Another proglide device was successful in placing the suture using the preclose technique. The arteriotomy was a 6f and during the pevar procedure the sheath was upsized to an 18f. After the pevar procedure hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was not returned for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.